Event description:
(B)(4). Please reference order number (B)(4). The provider states the chair was randomly slowing down and lurching forward. The provider states the technician put a different joystick on the unit and the issue was rectified. No injuries noted. (B)(4).